Event description:
Paramedics attempted to use the device to administer a shock to a pt diagnosed in cardiac arrest. The device allegedly failed to charge and displayed a connect cable warning message. A backup device was immediately available and used to continue treatment of the pt. The pt expired at the hospital emergency room. The reporter indicated that the device did not likely cause or contribute to the pt's outcome because there was no significant delay in pt treatment due to the immediate availability and use of the backup defibrillator.